Event description:
It was reported that during routine follow-up, the pulse generator exhibited telemetry anomaly. During attempts to run an auto capture test, the programmer would lose telemetry with the device. The device was reprogrammed and the patient would be monitored normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.